Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The customer connected the pump to a power source, but the pump did not turn on. Customer's blood glucose level was 75 - 80 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.